Manufacturer narrative:
Product ID: 3389s-40, lot# va0753z, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va0753z, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect; her tremors were okay but her handwriting had gotten worse which started in the last month or so. The patient¿s husband was told by the patient¿s physician that he could increase the voltage. It was noted the patient had developed lung cancer. Additional information received; approximately 2.5 weeks later reported, the patient wanted to increase stimulation. The patient¿s husband saw ¿2.10 then some bars and then 0.80.¿ he then saw 2.99 volts after going to the navigator keypad. It was noted the patient was having problem on both sides. Additional information received reported that the patient was reprogrammed and was a lot better but were going in again to have it tweaked a bit more. The reporter noted there was no device issue. The patient was doing well. It was reported that the patient just had the device reprogrammed and wanted to know how to change groups. Basic functionality of the device was reviewed. The patient changed groups and stated out loud that there was ¿a tingling¿ in their hands. The patient wanted the manufacturing representative to stay on the line until it stopped. After a moment, the patient stated it was ¿calming down.¿ the patient noted that they would try the setting. It was later reported that the patient had the deep brain stimulator for essential tremor and ¿it had worked great for what it was put in for.¿ the patient was having some ¿side effects.¿ the patient had terminal lung cancer. It was noted that the patient ¿she could not walk¿ if the implantable neurostimulator (ins) was on. If the ins was turned off and back on the patient got a shock and the patient had been told that this normally did not affect muscle control until a voltage of 6. It was noted that the patient was at 2. Several months prior to the date of this report, may be in (B)(6), the patient had reprogramming session that had taken 1.5 hours. The patient had been absolutely exhausted after that. Patient¿s motor control had gotten worse since then. The patient had fallen 3 times on tuesday prior to the date of this report, once the day prior to this report and once the wednesday prior to the date of this report. It had created a problem with her foot and the patient was in a boot. Symptoms had occurred several months prior to the date of this report. The patient had seen the healthcare professional 2 weeks prior to the date of this report and after he had found out about the lung cancer he said to turn the ins off if it did not work. Patient¿s husband stated that ¿we know it was caused by the device.¿ additional information was requested but had not been received as of the date of this report.